Event description:
It was reported that (1) ms512 was used during an unknown procedure. It was reported by the rep that the flip top would not snap down and fit into the trocar fine. The flip part (to reduce to 5mm) would not snap into itself to hold. The scrub nurse held the flip top shut to finish the case and no adverse consequence to pt.